Manufacturer narrative:
Citation: rosato s, biancari f, barbanti m, et al. Five-year outcomes after surgical versus transcatheter aortic valve replacement with new generation devices from the prospective observant studies. Cardiovasc interv ther. 2025;40(4):943-953. Doi:10.1007/s12928-025-01155-0 earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the five-year outcomes of surgical (savr) versus transcatheter aortic valve replacement (tavr) devices. The study population consisted of 5,350 savr patients and 2,520 tavr patients. A mix of valve types were used for tavr, encompassing three medtronic brands (engager, evolut r, evolut pro; n = 1,346) and numerous non-medtronic devices (n = 1,174). In the tavr group, the following adverse outcomes occurred: acute kidney injury, infectious complications, cardiogenic shock, red blood cell transfusion, paravalvular leak (moderate to severe), permanent pacemaker implantation, vascular complications requiring invasive treatment, hospital readmission for heart failure, reoperation on the aortic valve, stroke, myocardial infarction, percutaneous coronary intervention, and coronary artery bypass grafting. Deaths were also observed during the five-year follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.